Event description:
Boston scientific received information that this right atrial lead had dislodged one day post implant. The lead was explanted during a revision procedure as it was unable to be successfully repositioned. Another lead was successfully implanted. The lead is not expected to be returned as the lead was thrown out during the procedure. No additional adverse patient effects were reported.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore, based on the inspection of the quality documents accompanying this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.